Manufacturer narrative:
The events of "wound dehiscence" and "skin necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "wound dehiscence" and "skin necrosis."

Event description:
Healthcare professional reported via device tracking "wound dehiscence" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported "skin necrosis" against left device.